Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on their back under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient applied a lotion that they were given at the hospital to the skin irritation. There is no indication that the lifevest caused or contributed to the hospitalization. Follow up indicated that the lotion helped the skin irritation to improve.